Event description:
The physician was performing a vaginal hysterectomy laparoscopically. The harmonic scalpel handpiece failed. It wasn't cutting quickly enough. Another handpiece was brought into the room for use. It also didn't work. The biomedical dept tested the generator and it was functioning correctly. The MFR was contacted.